Manufacturer narrative:
Concomitant medical products: d224drg, ICD implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert warning was triggered due to short v-v intervals and a rise in impedance on the right ventricular (rv) lead. Noise was also noted on the lead. A lead fracture was confirmed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The setscrew marks on the connector pin were too proximal. If information is provided in the future, a supplemental report will be issued.